Event description:
The pump was refilled with lioresal in 2009. The following day, the patient exhibited overdose symptoms. He vomited at 5:30 a.m. And "wasn't able to wake up at all". The patient also experienced respiratory depression, somnolence, cold to the touch, choking, low hear rate and decreased blood pressure. The patient was taken to the emergency room. The hcp was considering intubation and "potential life support". The intrathecal drug prescription could not be confirmed initially due to difficulty reaching the managing hcp and lack of access to the pump programmer. The managing hcp wanted to turn off the pump for 12 hours, then turn it back on. Subsequently, programming adjustments were made. Two days later, the patient was alert and awake and doing much better than before. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
For cool to touch, decreased blood pressure.